Event description:
It was reported that the customer was hospitalized due to accident. The customer's blood glucose level was 460 mg/dl. The customer had a high blood glucose and severe dehydration. The customer was in accident but not driving. The customer was wearing the insulin pump during accident. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.